Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effect of dissection, as listed in the absorb gt1, electronic instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a located in the mid-left anterior descending coronary artery that was mildly tortuous. Pre-dilatation was performed with a 2.0 x 20mm nc trek. An absorb 2.5 x 23 mm bioresorbable vascular scaffold was deployed when a proximal edge dissection was noted. A xience alpine 3.0 x 38 mm stent was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.